Event description:
A physician attempted an arteriotomy closure using the starclose device after a diagnostic procedure. During the procedure, the vessel locator button popped back up and the device came out. Hemostasis was achieved with manual compression. There was no patient injury reported.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.